Event description:
It was reported that the account was unable to clean the blood from the handpiece. There were no adverse consequences or pt involvement related to this event. During the evaluation process, smoke came out of the back of the device due to the leaking.

Manufacturer narrative:
The device was returned to the manufacturer. Upon initial evaluation of the device, it was noted that the handpiece began smoking when tested. After the disassembly of the motor, it was found that the rotor has corrosion on the surface. This is a sign that the device was leaking a substance into the motor compartment. This record will be updated when the investigation is completed.